Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A customer reported a patient experienced a bit of hyphema during the implant of a micro-filtration device, however the device was implanted successfully. Shortly following the implant of the device, the patient's pressure increased and the eye started bleeding again. The surgeon reports the patient is currently "doing much better".

Manufacturer narrative:
No sample has been returned for evaluation for the report of hypema and increased pressure; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to adequately evaluate the case. There is no mention of device system failure. A possible root cause is that postoperative hyphema and elevated intraocular pressure (iop) are established risks associated with use of the device system that are clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).